Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited non-sustained ventricular oversensing episodes due to t-wave oversensing. Programming changes were discussed. No intervention was performed. The patient will continue to be monitored. The patient was in stable condition.